Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head (of the toothbrush head) fell off the second time it was used [device breakage]. No adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that the head of the oral-b flexisoft brushhead fell off the second time it was used with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.